Event description:
It was reported that during the implant attempt, the lead was not implanted due to undersensing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was not implanted due to undersensing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): the file is being resubmitted due to an issue with esg/FDA. Evaluation summary: the lead was returned, analyzed, and no anomalies were found. However, it was noted that blood was present on the distal end.